Event description:
Pt has been an insulin dependent diabetic for 40 years and pt applauds the industry's advancements in the field of diabetic care. However, due to the fact that after repeated contacts with the MFR concerning the following issue and the fact that the issue identified to them persists, pt is left with no choice but to contact the FDA directly concerning the matter. The issue is concerning the accu-chek compact glucometer mfg by roche. This device as well all other glucometers in the market, are very essential to the care of diabetes for pt's check their blood glucose seven to eight times a day. Repeatedly, the device does not turn on when opening the cover and pressing the "on" switch which initiates the operating cycle. Pt brought this to the attention of the MFR repeatedly but in spite of several replacements of the device, the problem persists consistently. The MFR attributes the problem to the battery, however, the problem persists even after pt replaces the battery. Pt has sent back twice faulty glucometers for investigation, however, nothing came of it. Pt has suggested that either the switch that makes contact when opening the cover to allow depression of the "button, or the "on" switch itself is faulty by design and they often do not function. Pt has repeatedly aborted attempts to check pt's blood glucose levels because of the failure of the device to turn on and begin the operating cycle. On a secondary issue about the same device, pt has noticed, based on pt's own home comparison with other glucometers and based on subsequent ha1c tests performed by laboratories, that this device along with the test strips, yield approx 10% to 15% higher values. Pt has even measured as high as 20% difference- than the other glucometers pt compared against, as well as the ha1c results that seem to be consistently lower than the indications given by the accu-check. Pt realizes that these are not exact instruments and certain variances from each other as well as the actual blood glucose levels, are to be expected. However, this consistent reading in excess of actual is alarming for in many instances the pt chooses to inject more insulin to lower the glucose level to normal, which in turn can cause hypoglycemia since the glucose levels were normal to start out with. And although this is not a scientific investigation or results, the MFR has responsed with "that's to be expected" statements.